Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : requested troubleshooting.

Event description:
It was reported to vyaire medical that the bellavista1000e 17,3" basic ventilator only wanted to perform a shortened test when being prepared for invasive ventilation. It was not possible to select anything else. This condition will not allow the end user to have changes on settings and may compromise the patient health. No patient involvement was reported.

Manufacturer narrative:
Results of investigation: intermittently proximal flow sensor calibration was skipped. The logs shared by the customer show that the circuit test is showing as "passed" prior to the proximal flow sensor calibration (phase 0) of circuit test type e. No abort reason of phase 2 is visible on logs. The failure is visible after 30 min from start up. The press blower sensor reading is 48 adc. The installed version is sw version 6.0.2100.0. The issue no longer persists after replacing the inspiration block due to press blower sensor drift.